Event description:
Total tmj joints on the pt's right side were removed due to pain, infection, limited opening and inflammation/swelling. The total tmj joint on the pt's left side has no complications.